Manufacturer narrative:
Patient is over 18 years of age. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the autotome rx sphincterotome would not perform a cut. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the cut wire was slightly bent. A functional evaluation found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device. The resistance across the 2-in-1 connector and the cutting wire measured within the cutting resistivity specification. The length of the exposed cutting wire was within specification and the device tip bowed past the 90 degree minimum bowing specification. In addition, the outer diameter (od) of the exposed cut wire was measured and within specification. The condition of the returned incident device was not consistent with the complaint that the device did not have electric current, therefore, the complaint was not confirmed.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure performed on (B)(6) 2010. According to the complainant, during the procedure the autotome rx sphincterotome would not perform a cut. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.